Manufacturer narrative:
Correction to narrative: this information was inadvertently omitted from the initial report: on (B)(6) 2016, the reporter contacted animas and alleged a blank display issue. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
This is potentially reportable because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2017 with the following findings: during investigation, the pump powered on to a dim display. The pump was opened to find moisture on the organic light emitting diode flex/flex connector on the printed circuit board. A test display was installed and functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.